Event description:
Per the clinic, the battery was found to have corroded and leaked (date not reported). The equipment was requested to be removed from service, and no reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The battery is not available for analysis. This report is filed (B)(4) 2013.